Event description:
The customer reported that during a patient event, their device charged and delivered three (3) defibrillation shocks successfully but on the fourth attempt, the device charged but would not deliver the defibrillation energy. Following the reported event, the staff continued patient care with a back up device, which was approximately delayed by 1.5 minutes. The staff shocked the patient 10 additional times and the patient survived the event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to verify the reported failure to deliver energy. Upon the device evaluation, physio did observe that an event code was logged indicating that the memory was full; however, no confirmation was made that this was related to the reported failure. Physio-control reloaded the software to the current version as a precaution and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.